Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope experienced insufficient angulation. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the air/water channel. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the device evaluation, the following was found: there was foreign matter found within the air/water tube (aw-tube), air/water cylinder (aw-cylinder) and the jet-tube (j-tube). The fault was likely a result of insufficient cleaning. Due to corrosion on the plug unit, e216 (scope communication error) occurs. Additionally, the following findings were also identified, and are as follows: due to wear of the lock engagement lever (fe-lever), the up/down knob (u/d-knob) cannot be locked securely. Due to wear, the suction cylinder had no color. The plug unit had corrosion due to water leakage. The cable unit had corrosion due to water leakage. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The plastic distal end cover (c-cover) had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.